Manufacturer narrative:
Additional narrative: (B)(4). The actual device was returned for evaluation with loose bearings. Reliability engineering evaluated the device and observed that the device vibrated excessively. It was also noted that the device could not be disassembled, the device was corroded internally and a bearing was broken inside the device. The device vibrated excessively due to corroded and broken bearings. The device could not be disassembled due to internal corrosion. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings and corrosion from normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attachment device bearings were loose. During in-house engineering evaluation, it was observed that the device vibrated excessively. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.